Manufacturer narrative:
Tech determined that the problem was internal to hydraulic manifold. Replaced manifold to resolve this issue.

Event description:
Complaint received that the bed had no head down function. No pt impact.